Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were under-responsive and the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings:investigation revealed that the keypad was peeling from the base of the pump. All keypad buttons responded appropriately to button presses. There were no button contact defects observed. The complaint of under-responsive keypad buttons could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.